Event description:
It was reported that there was scraping on the insulation of the jaw tip of the new endowrist prograsp instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a small scratch on the instrument main tube, approximately .5" from the wrist. Engineering also observed that a small amount of material had been removed. The scratch does not appear to have been caused by a defective cannula. No other damage found.